Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Eval summary: dislocations can occur for a variety of reasons some of which are: unsatisfactory placement of the component parts. This may have led to impingement at various interfaces: neck/liner, shell/bone, and/or neck/shell which may have led to dislocation. Extent of component stability. If components that were not matched for the patient requirements were used, this may have increased the instability of the joint, which may have led to dislocation. Extent of soft tissue tension. Inadequate soft tissue and/or poor functional muscles around the hip may have not been able to provide functional support to the joint, which may have contributed to dislocation. Patient behavior. Shock events such as a fall can result in dislocations. Without further info it is not possible to conclude a root cause for the patient's dislocations.eval codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened.

Event description:
It is reported that the patient experienced dislocation of her hip prosthesis.